Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope and experienced bradycardia. Electrocardiogram (ECG) was performed which revealed loss of capture on the right ventricular (rv) lead. Additionally, high rv thresholds, rising rv thresholds and intermittent rv capture were observed. Moreover,  x-ray showed that the rv lead had dislodged from its original implant location at some point during device lifetime. The lead was repositioned, reprogrammed and later was capped with replacement. No further patient complications have been reported as a result of this event.